Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "525 - tube" and medical device problem code is being corrected to "4048 - failure to clean adequately", b5, d5, e2, and e3. Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing in the air/water channel. The material may not have been removed because the user possibly could not perform reprocessing properly due to leakage from the scope connector. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope had clogged foreign material in the air/water channel at the distal end side. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the water constantly trickles and did not have a good spray when depressing water button. There were no reports of patient involvement.